Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.:returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the shaft showed a kink. The shaft and the remainder of the device were inspected for damage. Visual examination showed a kink approximately 21 cm from the tip. The device was set up and the device would not rotate as designed in the blades down position; however, when switched to blades up the device functioned. The devices pod was taken apart to inspect for defects. The internal components such as the gard and the motor were disconnected and exchanged with known good functioning parts and still the same issue was present. The blades up and blades down push button mouse mechanism which operates the rotation of the device were inspected. No noticeable issues were present. This mouse component cannot be exchanged due to it being connected to the connector plug that connects to the console. The electrical board inside the mouse feature is most likely faulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported there was no rotation when the device was activated. A 2.4 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery. The device was primed outside the body and inserted into the patient's body over a non-bsc wire. The wire was inserted into the wire guard. During the procedure, the blades would not rotate and rotation was unable to be achieved. The saline fluid was being infused and blood was being aspirated even though device blades would not rotate. The device was removed without harm to patient and a different jetstream device was used to complete the procedure. There were no patient complications and the patient was stable.